Event description:
It was reported that a revision surgery was performed due to flexion instability and tightness laterally. Tibia, patella, insert, femoral were explanted and replaced with competitors devices.

Manufacturer narrative:
He associated genesis ii cemented tibial baseplate, genesis ii biconvex patella component, genesis ii dished insert and genesis ii cr femoral component were not returned for evaluation. However, device details were provided. Therefore, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that based on the limited information provided and without the return of the devices for evaluation the root cause of the reported flexion instability and tightness laterally cannot be determined. The impact to the patient beyond the revision cannot be concluded. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.